Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed electromagnetic interference (emi) noise. No inappropriate therapy was delivered. Boston scientific technical services (ts) noted the emi noise was very consistent at a rate of about 5 hz. Ts recommended asking the patient about potential sources such as transcutaneous electrical nerve stimulation (tens) therapy. No adverse patient effects were reported. The device remains in service and the patient will be monitored. Additional information received indicates that the patient was seen in-clinic and postural based isometrics were performed. Noise could be reproduced in the secondary sensing vector with sternal rubbing. The other sensing vectors were not better. X-rays were submitted to ts for review. Ts noted that the device appears to be in a good position while the electrode is slightly more cranial. Ts recommended re-performing the automatic screening tool to evaluate if a different system position would improve results. Based on the findings the physician can decide whether to reposition the sicd electrode or replace with a transvenous system. Subsequent information received indicates that following inappropriate therapy in june 2000, the associated device was deactivated to prevent further inappropriate therapy. The product remains implanted but electrically deactivated. Additional information provided from the field indicated surgical intervention was later performed and the electrode was attempted to be repositioned by the physician, however all three sensing vectors failed. Subsequently, the electrode was explanted and replaced for a transvenous system. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed electromagnetic interference (emi) noise. No inappropriate therapy was delivered. Boston scientific technical services (ts) noted the emi noise was very consistent at a rate of about 5 hz. Ts recommended asking the patient about potential sources such as transcutaneous electrical nerve stimulation (tens) therapy. No adverse patient effects were reported. The device remains in service and the patient will be monitored. Additional information received indicates that the patient was seen in-clinic and postural based isometrics were performed. Noise could be reproduced in the secondary sensing vector with sternal rubbing. The other sensing vectors were not better. X-rays were submitted to ts for review. Ts noted that the device appears to be in a good position while the electrode is slightly more cranial. Ts recommended re-performing the automatic screening tool to evaluate if a different system position would improve results. Based on the findings the physician can decide whether to reposition the sicd electrode or replace with a transvenous system. Subsequent information received indicates that following inappropriate therapy in (B)(6) 2000, the associated device was deactivated to prevent further inappropriate therapy. The product remains implanted but electrically deactivated.